Event description:
It was reported that while moving the cable in the base from one side of the camera head, the image was disappearing. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of no image was able to be confirmed due to wear of the charge-coupled device and of the camera cable. Based on the results of the investigation, the most probable cause of no image is due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while moving the cable in the base from one side of the camera head, the image was disappearing. There were no reports of patient harm.